Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the x-ray switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system had a filmer error and collimator too large error messages. No patient injury was reported.